Event description:
Information was received indicating that a smiths medical pump alarmed "air bubbles" when used with a cadd administration set for parenteral nutrition. There were no direct clinical consequences, but the patient did not receive all the prescribed infusion dose of parenteral nutrition (for a chemotherapy treatment) and lost 4 kg in a week.